Manufacturer narrative:
(B)(4). Per additional information obtained, the device will not be returned to baxter for an evaluation. No sample was available, so the complaint was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that one (1) half day infusor was discovered leaking after adding 5% magnesium sulfate solution and normal saline. There is no patient involvement. No additional information is available.